Manufacturer narrative:
(B)(4).

Event description:
During this afternoon¿s total knee replacement (genesis 2), we had an event where a piece of instrumentation broke. The item was the size 7 cutting block, one of the pins on the reverse side of the cutting block broke whilst being introduced onto the patient. The pins were retrieved. The device malfunctioned without any serious injury to the patient.